Event description:
The customer reported being hospitalized due to high blood glucose of 479 mg/dl. The customer was experiencing unexplained high glucose for one day. The customer stated that the events leading to his admission was chest and back pain. The customer stated that insulin leaks every time he connects to the insulin pump. The customer stated that condensation was noted under the screen. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.